Event description:
A customer reported that cutter probe not working (no vacuum) primed successfully but no function when in eye during vitrectomy surgery. The procedure was completed after opening new pack and replaced with new cutter. There was no information about patient impact. Additional information received the probe actuation rate was 20 thousand and probe has poor or no cutting. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).